Event description:
Customer alleged that the neptune manifold filter pluged during surgery. Patient had an aneurism during brain surgery and lost 3 liters of blood in approximately 3-4 minutes. Doctor could not see the field and could not stop the bleeding. The doctor is alleging that due to the lack of suction, he could not see the field. Patient required blood bank transfusions.